Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. Prior to impella insertion, while hooking the purge cassette to prime the purge tubing, the screen kept prompting. The prompt was to make sure the purge bag was not inverted or tubing not kinked and would not prime forward. The tubing was clear of kinks. The purge bag was spiked appropriately but it would not prime the tubing. The staff ended up switching it out with another purge cassette and tubing was primed with no issue. There was no patient harm. The patient survived explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot number is currently unknown; therefore, a UDI cannot be generated at this time.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the priming problem was an unintended user error caused by the unintentional kinking of the exterior purge tubing under the paper labeling.

Manufacturer narrative:
D9: added devices return information. H6: omitted code a1301.